Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned vascular treatment and treatment got delayed and completed by moving the footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch required replacement. Upon inspection, the fse determined that the probable cause could be the problem with the microswitch of the pedal. The fse replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order.

Event description:
It has been reported to philips that the footswitch required replacement. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.